Event description:
Additional information was received from the patient. The reason for call was the patient stated when they activated MRI mode it stated they were not full body eligible due to abandoned product. Patient stated they had had an abandoned lead, but it had been removed. Reviewed current device information and redirected patient to follow up with hcp to update MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. The mdt rep. Called and said the patient (pt) had a lead fragment within them and the MRI facility and healthcare provider (hcp) were not going to move forward with MRI because of the fragment. The mdt rep was asking about any guidance tss had for eligibility of lead fragments. Tss reviewed MRI guidelines and lead fragment guidelines. Tss sent MRI guidelines to mdt rep. Agent sent an email to mdt rep. For questions about when fragment was left in body and when mdt rep. Learned about lead fragment. Additional information received from the mdt rep stated the lead fragment remained as of 10/28/2021, and they were made aware of the lead fragment being left behind on 09/11/2024, when they met with the patient at the healthcare provider's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 3889-28 lot# va0ewzk serial# implanted: (B)(6) 2014 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0ewzk, ubd: 16-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that during removal of 3889 in (B)(6) 2021 the lead was broken and fragment remains. Additional information from the rep reported the cause of the lead break was unknown. Patient weight was also unknown, the information was verified with the hcp. An outgoing phone call to the rep verified that the date of awareness was (B)(6) 2022.